Event description:
It was reported that the customer's insulin pump would not turn back on, following a battery change. Customer stated the insulin pump finally came back on after the third battery. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.